Event description:
It was reported the programmer was unable to recognize a pacemaker. It was also reported there is a telemetry problem. The programming head was changed out and the problem recurred. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Hard drive corruption was found. No other anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.